Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿lack of wearing mask, washing hands and regular cleaning for reflector of ("tsunagu")¿ and ¿this event occurred due to lack of completion of procedure: failure in clean operating¿. The peritonitis was manifested by cloudy effluent, abdominal pain and fever. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal vancomycin (¿3 times¿, discontinued 13 days after event onset), no further details. Pd therapy was ongoing. The patient was discharged 13 days after admission, and the same day the patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.